Event description:
It was reported that pump battery appeared to deplete too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with support, no event date or timeframe was provided, and support was unable to confirm battery depletion issue, with no additional actions documented.